Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h4; h6; h11 visual examination of the provided picture identified a fractured impactor head, no product was returned therefore no further evaluation can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Complaint can be confirmed through the photo provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while using the femoral impactor and its intended usage, the impactor head fractured. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.